Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image occurred due to a broken cable. The cause of the broken cable is unknown at this time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The device evaluation determined the device displayed no image as a result of the faulty cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, there was ¿no picture¿ and there was a slit observed in the cord during an unknown procedure on the hd camerahead. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction of ¿no picture¿ the customer reported.